Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication was confirmed in the laboratory. Analysis found high and out of range current measurements. The cause wasdue to damaged component within the circuitry. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.